Manufacturer narrative:
A ge service representative performed an on site investigation. The amplifier could not be adjusted during the service call.

Event description:
The customer reported that the stenoscop system had white images. No patient injury was reported.